Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 6474525, 510k# p060023 and upn (B)(4) is available for the market. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with myelopathy and disc degeneration and underwent implantation of bryan cervical disc. During surgery, the cutter did not work. It started to turn at the beginning but then it stopped. The cutter was then replaced with a new one. The product came in contact with the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Visual and microscopic examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material deformation. The location and nature of the wear is consistent with instrument usage. The above observations are consistent with anticipated wear. If information is provided in the future, a supplemental report will be issued.